Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced a hernia in the inguinal ring due to migration of the inflatable penile prosthesis (ipp) reservoir. A surgical procedure was performed to have the reservoir explanted and replaced with a new reservoir in a separate location. No patient complications reported.